Event description:
It was reported that a donor cornea ((B)(6)) harvested from a deceased donor on (B)(6) 2013 was stored in optisol gs and ivc-12 viewing chamber. No cultures were taken at the time of harvesting. The cornea was then shipped to another company to be cut for a dsaek procedure. During this process the cornea was removed form the viewing chamber and cut and then placed. In another ivc-12 viewing chamber with optisol gs. On (B)(6) 2013 the cornea was transplanted and a rim culture was performed. The culture of the cornea performed by the transplant surgeon at the time of surgery was positive for candida. On (B)(6) 2013 (approximately 6 weeks after the transplant) the pt was diagnosed with endophthalmitis and was retransplanted on (B)(6) 2013. The surgeon culture candida from the recipient eye at the time of retransplant. This MDR report is for the first lot of optisol gs used for storage. Please reference MDR#: 1119279-2013-00145 for the second lot of optisol gs used for storage. Please reference MDR#: 1119279-2013-00147 for the ivc-12 viewing chambers used for storage.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.